Manufacturer narrative:
On april 8, 2024, mentor received additional information indicating that the patient's breast implants were replaced with the following devices: (right) 590cc mentor memorygel breast implant catalog: 3505590bc lot: 9901064 sn: (B)(6) and (left) 590cc mentor memorygel breast implant catalog: 3505590bc lot: 9901064 sn: (B)(6). On april 15, 2024, mentor received additional information indicating that the suspect medical device was discarded. Lastly, the patient's capsular contracture was baker grade iii, with pain, hardness and discomfort.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent breast augmentation revision with two 490cc mentor memorygel xtra breast implants. Post-operatively, the patient was diagnosed, via physical examination, with right breast capsular contracture (baker grade unknown). As a result, the patient underwent breast implant removal surgery on (B)(6) 2024.